Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: 3537, serial# unknown, product type: programmer. Patient product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
A manufacturer representative (rep) reported they were seeing screen 59 on all three programs at 0.2 or 0.3 ma. The rep stated they replaced the external neurostimulator (ens) and remote with no resolution. The patient has 1 permanent lead with extension, so no grounding pad was being used. The patient was programmed on program 1 at 1-3+, program 2 2-3+, and program 3 3-0+. The rep deceased to 0.0 ma and then tried to increase amplitude to effect, but this not did resolve the issue. It was reviewed of a possibility of a open/short circuit. It was noted the perc extension was seated properly. The rep stated all the connections look secure, but they can't completely see where the extension and lead connect. It was reviewed that the issue was within the extension or lead. It was considered testing all electrode combination to determine viable pairs. It was noted a revision of the lead/perc extension was considered but no date was date for a revision. It was also reviewed by trouble shooting the open circuit is likely within contact 3 and they could proceed with trial without using contact 3, but ultimately to resolve the issue the extension or lead would need to be replaced. Trouble shooting noted issue may be with perc extension and once that is removed for full implant the issue would be resolved, if that was the cause. The patient was on 2+0- and they were able to increase to 0.2 ma. It was noted the trial began on october 6th. There were no medical symptoms reported. Additional information from the patient reported her back is sore and leaking of drainage a little bit. Additional information from the patient reported her back and tail bone was sore. Additional information from the rep reported the setting not available had been resolved. To resolve the setting not available the rep spoke to trouble shooting and the rep and trouble shooting the determined the issue was with electrode three having impedance issue, the rep noted they programmed around electrode three. The rep noted that they have changed out both the ens and the remote control before calling trouble shooting and walking through the programs the rep had set. The rep stated this was how it was determined the problem was with electrode three. The rep stated they had no further information. The indication for use is unknown.